Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing disconnected below the filter during use and leaked. The following information was provided by the initial reporter: "disconnect of tubing below the filter".

Manufacturer narrative:
H6: investigation summary the customer reported the tubing disconnected below the filter, and returned one used sample of material #10013902. The sample was clearly separated below the filter and the complaint is verified. Under the microscope, the root cause was found to be insufficient solvent applied during the assembly process. No other failure modes were observed. A device history record review for model 10013902 lot number 21079015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing disconnected below the filter during use and leaked. The following information was provided by the initial reporter: "disconnect of tubing below the filter."